Event description:
Additional information received reported that the patient¿s device was too old and wouldn¿t recharge. It was noted that the patientneeded a replacement. It was further stated that the patient had an appointment on the day of this report to discuss a replacement.

Manufacturer narrative:
Analysis of neurostimulator model 37711, serial # (B)(4) showed no significant anomalies and was functionally okay. It was noted that an end-of-service (eos) message appeared after the pmr recovery. Good stable out was observed on electrode pair settings the device had when received after the pmr recovery.

Event description:
Follow up information received reported that the presumed reason for the patient¿s overdischarge condition was their inability to keep the ¿close to eri device¿ charged. It was noted that the device would not hold a charge and that the patient had stopped charging in frustration. It was reported that had the ins exchanged on (B)(6) 2014 and, since the procedure, the patient was reported as doing excellent. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient¿s lead and implantable neurostimulator (ins) had reached normal eri and there was a system upgrade.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37742 , serial # (B)(4), product type programmer, patient; product ID 377760, lot # j0555078v, implanted: (B)(6) 2005, product type lead; product ID 377760, lot # j0555078v, implanted: (B)(6) 2005, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an overdischarge was suspected. It was noted that a physician mode recharge (pmr) was not performed. It was noted that the patient had an appointment on (B)(6) 2014. It was noted that the patient status was unable to obtain and it was unknown if there were any patient symptoms associated with the event. Additional information received reported that this was the third overdischarge. It was noted that the cause of the overdischarge was the inability of the device to hold a charge as it was almost near the elective-replacement-indicator (eri). It was noted that no pmr was performed and the patient was to follow up with the health care professional (hcp) to schedule a replacement.